Event description:
It was reported that the subject device had no image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: printed circuit board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the dx board and dp board or printed circuit boards may have contributed to the occurrence of the customer's indicated event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.